Manufacturer narrative:
(B)(6) 2021 - we requested the device be returned to the manufacturer for an investigation. To date, the device has not been returned. (B)(6) 2021 - the device was returned to the manufacturer for an investigation. The investigation was complete. Befow is the manufacturers narrative: manufacturers narrative; unit was powered at 120v. Unit was allowed to run for 30 min in a normal use condition (one sided exposed and temperature remained within limits at 59 c (138f) with thermal couples located on the pvc enclosure - both sides during test. Unit was then covered with both covers - 1 provided by conair, the other provided by consumer. The max temperature recorded was 62 c (143 f). Unit was badly opened and should not have been used. Once the seams break, the unit should not be used. Unit was then tested per ul testing and the max recorded temperature was 64 c. Max allowed temperature is 70 c on the pvc. When using the cover provided touch temperature is reduced to 60 c. Unit performed as designed. Each persons skin has different sensitivity. By not being alert during use, you can not tell if the unit is too hot for you. Although the seems broke, the unit continued to perform as expected and stayed within the temperature limits set by ul, a third part test agency for safety. If burns occured it was due to the consumer not being alert or being asleep during use, which is cautioned in the ib.

Event description:
(B)(6) 2021 - the alleged to have fallen asleep with the device and woke up with 2nd degree burns. The consumer received medical attention. The incident occurred on (B)(6) 2021 but was not reported until (B)(6) 2021 as the consumer had several doctors appointments for her burns.

Manufacturer narrative:
05/18/2021 - we requested the device be returned to the manufacturer for an investigation. To date, the device has not been returned.

Event description:
5/5/2021 - the patient alleged to have fallen asleep with the device and woke up with 2nd degree burns. The consumer received medical attention. The incident occurred on (B)(6) 2021 but was not reported until may 3rd, 2021 as the consumer had several doctors appointments for her burns.